Event description:
Caller reported an issue with incorrect time settings on their device. Blood glucose levels remained within a normal range, as there were no reports of levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the time discrepancy reoccurred, which the caller understood and acknowledged.